Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Access was obtained via the radial artery. The lesion dimensions are 2.25x20mm. The 90% stenosed, eccentric and de novo lesion being treated was located in the mildly tortuous and moderately calcified left circumflex (lcx) artery. The target lesion was predilated using a 1.5x15mm apex balloon. Stenosis following predilation was 80%. The 2.25x24mm taxus liberte stent delivery system (sds) was advanced but had difficulty crossing the lesion. The procedure was completed with another of the same device. There were no patient complications and the patient condition was listed as "stable". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. Proximal stent struts on row 1 were raised distally. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Hypotube kinks were present approximately 3.8mm and 8mm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).